Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported an unconfirmed false positive result with the ID now covid-19 assay performed on an unknown sample. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot m158274 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot: m158274, test base part number 190-430 / lot: m158274. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m158274 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue however a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction. A review of complaints against the kit lot for the reported issue indicates product performance is as expected and a product deficiency has not been identified.